Event description:
Explanted depuy bantam hip stem, which had broken in half inside patient's femoral canal. Prosthesis had been implanted for approx. 18 months. Revised with new zimmer stem and s-n accord trochanteric cable plate. Completed failed medical device and forwarded to risk management.